Event description:
The device was not working. No further information available. No patient consequence occurred. Unknown how the case was completed

Manufacturer narrative:
H6: torn acoustic isolator. Based on analysis results, this complaint is now determined to be a MDR malfunction. The hand piece was returned with a loose mount and a cracked nose cone. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity, frequency, and phase margin. The handpiece was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process. 510k#: k002906